Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014 and the patient was reimplanted with another device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4) 2014. The device is currently unavailable.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed november 25th, 2014.

Event description:
Per the clinic, the patient experienced non auditory pain/sensation with device use. The implanted device remains.